Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report submitted due to lab evaluation: lab evaluation was completed on the (B)(6) 2022 visual inspection: stent returned. Significant damage noted on the flap at the non-tapered end including tear along the stent. Functional inspection: 0.035" wire guide passes through the stent

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User found the stenosis near porta hepatis (around 2 cm long), user left the wire guide in place and retracted the sphincterotome, user advanced the clso-7-9 through wire guide and pushed it with fs-pc-7 to desired place while found the tip of clso stent split. User retracted the wire guide and pushe, then used snare to pick the clso stent out. User replaced wire guide and palce a new clso-7-9 to finish the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." What is the reorder number of the wire guide used with this device? Metii-35-480, metii-35-480. If not with the device in question, how was the procedure finished? With another same device to complete . For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. Tjf-260v. Please describe the location in the body where the stent was to be placed. Bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? No. Was resistance encountered when advancing the introduction system in place? No. Was resistance encountered when advancing the stent through the obstructed area? No. After placement, was stent position verified? If yes, please describe how. X-ray and endoscopic view. Please estimate amount of time the stent was in place prior to this occurrence. 30sec. Did any section of the device detach inside the endoscope or patient? No.

Manufacturer narrative:
Device evaluation: 1 x clso -7-9 of lot number c1755999 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: on evaluation of the device the device was noted to have the stent returned. Significant damage noted on the flap at the non-tapered end including tear along the stent. A 0.035" wire guide passes through the stent. Document review prior to distribution all clso -7-9 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for clso-7-9 for lot number c1755999 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1755999. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be the tip of the stent split due to excessive force applied when advancing the stent as it passes through the working channel of the endoscope. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. The stent was successfully retrieved from the endoscope using a snare. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 31-mar-23 and an update to the investigation conclusions.